Manufacturer narrative:
Initial 2 of 2. Patient city: (b)96). Patient country: belgium . (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient reported the infusion set got pulled while changing trousers ked to high blood glucose treated with bolus via insulin pump. No further information was available.